Manufacturer narrative:
Unable to prime during the prime test due to faulty forced sensor resistor (gold). Insulin pump passed the rewind, basic occlusion test and displacement test. Unable to perform the no delivery test and occlusion test due to prime anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported prime/fill anomaly. Customer's blood glucose was unknown. Customer's father feels that the piston moves forward and finds the reservoir but the tubing fills at that point but only 0.0u displayed on screen and then counter moves forward when tubing is filled, when act button released insulin flow stops ok. The insulin pump will not be returned for analysis.